Event description:
While rotating a tracheal/bronchial stent into position using a rigid grasping forceps, made by karl storz (B)(4), the stent slipped off causing early release and then became lodged in a incorrect position.